Event description:
It was reported that the patient presented to the hospital emergency room with nausea, vomiting and low heart rate on (B)(6) 2023. Upon examination of the lead, it was noted that the right ventricular (rv) lead had no capture threshold and high pacing lead impedance. The physician capped and replaced the rv lead on (B)(6) 2023. The patient was in stable condition.